Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Correction: h3, h6, h11. Based on the results of the investigation, the most probable cause of the complaint was foreign material that was observed on the distal end of light guide rod lens. The most probable cause of the foreign material was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device was producing a blurry image during testing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believe that prolonged fatigue ultimately leading to component failure caused the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.